Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The top of a threaded pin broke off and became stuck in the pin driver.

Manufacturer narrative:
Examination of the submitted device confirmed breakage. A product or lot specific complaint database search was not possible for the broken hp pin as the product and lot code required was not provided. The root cause is attributed to rotating bending fatigue loading progressing to ductile overload fracture. Based on the determination of rotating bending fatigue loading as the root cause no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary